Event description:
It was reported that during an anterior stabilization surgery the needle broke off inside the joint. The 6mm arthroscopy incision was then proceed to an mini open 2 cm incision by the surgeon to retrieve the broken piece. The surgery was finished successfully with a new device with the same part number.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.